Event description:
It was reported that during a procedure the tip of the device broke off in the patient. There was no impact reported to the patient. Attempts for additional information are being made.

Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during a procedure the tip of the device broke off in the patient. There was no impact reported to the patient. Attempts for additional information are being made.